Event description:
A nurse reported that at the beginning of a vitrectomy surgery, the cutter of the vitreotome did not move and blocked the suction. The vitreotome had to be exchanged to complete the surgery. In surgeon's opinion, the defect could not be noticed before the surgery. The pt did not experience any harm. Additional info has been requested but not received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4). This report was mailed to FDA on: 05/23/2014. (B)(4).